Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument was noted to have broken cables. The procedure was completed with no reported injury. No fragment fell into the patient. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the patient was not injured.